Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high out of range pacing impedance and was causing the device to be in high output mode. No intervention took place at the time. There were no patient consequences.